Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported after the ar-2324bcm anchor was implanted, the surgeon passed the suture through the tendon and was tying a knot and the suture broke with very little tension. The anchor was removed, but the metal tip of the anchor is still in the patient. No injuries occurred and the surgery was completed successfully with a 6.5 corkscrew.